Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 3.25mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured at 17 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. There was a 11mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 3.25mm nc quantum apex balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured at 17 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.